Manufacturer narrative:
Device not returned.

Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies to resolve the issue. There was no reported adverse impact to the customer¿s blood glucose level.